Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station offline in remote support service after download stopped. The field service engineer (fse) found that the station had been powered off. After turning it back on, the unit successfully booted into the medstation application. It appeared the station had been in the middle of windows updates and was taking an extended time to complete, leading staff to believe it was in an error state and power it down prematurely. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es,device with downloaded stopped error and device when offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.